Event description:
It has been reported to philips that the system produced image disk full errors in the middle of examinations. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the image hard disk. The fse reseated the connections without resolve. The fse recreated the image store and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system image database runs full in the middle of examinations. A review of the system log file showed that frontal ip-pc malfunctioned. Upon functional testing, fse found it could not store images due to image disk full. Fse recreated the image store test and reseated hdd connections. After a recreated image store test and reseated hdd connections, the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.